Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H

Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump touch screen was on, but the display remained black and the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.